Event description:
The catheter was being placed through a graft in the femoral artery. During attempted placement, the marker band came off. This was subsequently retrieved and the pt has sustained no adverse effect from this event. It was indicated the graft had been predilated prior to introduction.